Event description:
Additional information was received from the patient. The reason for call was pt mentioned the spinal cord stimulator(scs) "never worked for them"(pt did not mention the event date when asked) and they met with many mdt reps(names, asked/unknown) throughout the years for reprogramming("new vibrations") and the scs still did not work for them. Pt mentioned they had met with one mdt rep.(name, asked/unknown) about a month ago for reprogramming, but the scs still did not work for them. The pt mentioned they turned off the scs about a month ago(later in the call the pt mentioned .5 months ago) because the scs did not work for them. Pt said they believe their scs had been "hacked"(see case # (B)(4) and the pt wanted the most updated and secure model ofthe scs. Pt had just left their hcp(dr. Ray at north american spine and pain) and their hcp had told the pt to contact mdt to coordinate an appointment to replace the scs. Pt mentioned they would "either like a new scs or would like the whole thing removed" because the scs never worked for them and the pt had concerns the scs had been hacked(see case # (B)(4). Pt was nervous about the explant surgery because of the invasiveness of the surgery. Pt said, when they turned off the scs about a month ago, they still noticed small vibrations and warmth in different parts of their body. Pt also mentioned "heat" in different parts of the body since the scs had been turned off. Pt had "pain that they never experienced before in different parts of their body" that "did not happen with their disability" (pt mentioned a name of a disability, but patient services specialist could not hear the name clearly). The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on october 5, 2022. The patient reported that "something weird was going on" and inquired if anyone could use some app to control their device. They explained that since 2020 the device had been "torturing and hurting" them, they were having a lot of problems with the device, which included pains, burns and the way their body looked. The pt confirmed the ins was off and the battery was not in the controller. They stated that their doctor told them they were "like a walking credit card with a chip on it and anyone can hack into their body". There was a statement from the pt that they had "seen people they know driving around their home". The pt mentioned they had discussed this issue with manufacturing representatives (reps) and their surgeon "in like the past 3 years" to discuss device removal and stuff. The pt was not sure if the reps had ever found anything wrong with the device, but stated the reps had tried changing the vibration in groups a, b and c and were having trouble doing that. The pt also mentioned that when implanted, the hospital told them they would only have two small incisions and some stitches, but after the implant surgery they had 55 staples in their back. The pt stated they felt that there was more than just the scs put inside of their body. Patient services reviewed product security info and that the hcps don't have access to information regarding what the pts pain is at with this device. The pt was redirected to see their doctor to further address this issue. The pt noted they have an appointment with the doctor in january 2023, but perhaps they will give their doctor a call.

Event description:
Rep reported no knowledge of why 55 staples were used. Rep does not recall any specific details of having any trouble programming. The patient never expressed to rep anything about ¿the way their body looked. The patient stated that she was convinced that her neighbor hacked into her device and was controlling it. She said that they were stimulating her genital area and that she knew it was her neighbor because she could hear them talking through the device. Pt reiterated that they believe their father, sister, family and friends were controlling their device to hurt them. Pt said they were experiencing the worst pains in their life, making their chest jump, blowing their legs up, putting pain into their body and making left big toe burn. Pt said it was the worst mistake putting this device into their body. Pt mentioned that they had brown- sequard syndrome, broke their neck and shattered 2, 3, 4, 5 <(>&<)> 6. Pt said their last pain management told them they were like a walking credit card and that anyone could hack into their body. Pss reviewed device security/access with pt and redirect pt to hcp. Pt said they had been speaking with surgeons about disconnecting or switching leads and pt said they were needing a clearance letter first from their surgeon. Pt said they had 55 staples in their back after the ins was implanted and said they were not sure what else was implanted in their body. Pt said one minute they would be fine and the next, they look pregnant and their legs blow up. Pt mentioned that they had been taking pictures to show their hcp. Pss reviewed device information again with pt and redirected pt to their pa in management hcp for further assistance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt had a follow up appointment with pain management on (B)(6) 2022 at 10am and someone from pain medtronic was suppose to meet them there. They were talking about tweaking some vibrations in their body and the pt called patient services wanting to inform medtronic that they will schedule to change the follow up of taking the scs out of their back for they don't want any more tweaking done to their body. Ps closed case.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the patient called back asking "who" is controlling their implant. Pt stated they do not have a controller and hasn't charged implant in forever so they think someone hacked into the controller or implant is being controlled by a computer. Pt stated they have side effects and severe pain; pt has warm and cold sensations as well. Pt stated they have tried for 5 years to get implant removed but then later in the call pt stated the implant battery was removed a year or so ago and the lead is still implanted. Pt stated they have been given injections but that did nothing for them. Pt stated they woke up this morning with vibrations. Pt stated after being implanted, they ended up with 55 staples. The pt seemed confused and was hard to understand at times during the call. Agent redirected to hcp to further address the pain. Pt stated they may need to go to the emergency room. Pt stated they tried calling the nurse line listed on the website - agent transferred pt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that nothing had been explanted. The patient was provided additional education to resolve their concerns about someone hacking into their controller or implant. The issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. The rep reported that the patient claimed that her neighbor told her that they hacked into her stimulator via bluetooth and had control of it. She said she confirmed that because she could hear their voices in her head saying they have hacked her device. No device/therapy issue was discovered in regard to hacking. The patient did indicated that pain relief had diminished. I did a reprogram in a separate patient meeting. The rep reported that no evidence of hacking was found in the reports. The cause of the stimulation moving around and burning was not determined. The rep reprogrammed the patient. It was unknown if the stimulation moving around and burning was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with an implantable neurostimulat or (ins) for non-malignant pain. The reason for call was to know if the ins was susceptible to hacking. The patient  reported that they went away, and left the controller at their house. They stated that an individual by the name of "christopher alberger" (spelling not confirmed) broke in and collected info off of the controller. They said that this individual is hacking into their ins and "messing" around w/ their settings. The patient explained that they are feeling stimulation move in different parts of their body. Pss tried to clarify on what the pt meant, but the pt only answered that they are getting "different feelings" and "hear them talking". It was reported that they have groups a, b, and c available on their ins programming, and they feel stimulation in "all different parts". Pt reported that they are feeling a burning sensation from the ins, and the ins is currently on. The patient stated that they tried turning the ins off, and have tried removing the li-battery pack from the controller, but haven't been able to resolve the issues. They previously were set to meet with their doctor back on (B)(6) 2021, but missed the appointment because of the voices. Pt stated that they can currently hear voices. Patient services reviewed the ins and walked the patient through confirming ins status. T hey confirmed the ins was on, and group b was currently active. Patient services walked the patient through turning the ins off. Reviewed role of patient services and advised f/u w/ the hcp. Patient services  asked for the current managing healthcare provider (hcp). They answered that they see np "tomorrow at 3 cooper". Patient services did not further clarify due to the nature of the patient. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient services asked a date for when the issues started. The patient  answered initially that they started in january, but stated it occurred in last year. The patient stated that they ended up in a psych ward and "christopher alberger" told the pt in march of this year that it was the anniversary of when they put the patient in the psych ward. Additional information was received the next day from the rep reporting that the patient's hcp called them to say the patient was presented after going to the ER complaining that a friend was hacking into their device. They stated that the patient was sent to their pain management physician whose np (nurse practitioner) called the rep. It was noted that factors that may have contributed to the issue would require medical professional assessment. The patient was was being referred to their implanting physician. The rep indicated that the manufacturer representative (rep) will meet them there for their evaluation. The issue was not yet resolved.